Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. The wearable was inserted into an off-label insertion site, on (B)(6) 2025. According to the patient, on (B)(6) 2025, she had communication error issues, where her pod and the sensor were not communicating and was hospitalized with hyperglycemia. The patient at the time was on a cruise and was found unresponsive in her cabin by her niece. The cgm and bg values at that time are unknown. The patient¿s niece called the ship¿s crew and the patient was taken to the infirmary. The patient's blood glucose levels reached 400 mg/dl and she was diagnosed with diabetic ketoacidosis. The patient was treated with intravenous insulin and discharged from the infirmary two days later, (B)(6) 2025. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional event or patient information is available.